Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, important, big inflammation (pt: injection site inflammation), was deemed to meet serious injury criteria due to hospitalization. The device history record for radiesse lot number 100134678 was reviewed. A lot search was conducted on the reported lots and no other similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a spanish physician and concerns a (B)(6) year-old female patient. She was injected with radiesse®, into the middle and lower third of the face, on (B)(6) 2021. Batch number was reported as 100134678 (expiry date 02/2022). A lot search in the global safety database was conducted. Radiesse® was diluted with 0.3 ml of 2% lidocaine in a 1:1 dilution ratio (product preparation issue, off label use of device), and injected with a 25g cannula into the subdermal plane, using the fan technique. There were no incidents during the procedure. The patient was previously treated with vistabel®, on (B)(6) 2020. She was previously treated with belotero revive®, for a touch up, on (B)(6) 2020. The patient was also previously injected with a total of 1 ml of belotero revive®, for hydration, on (B)(6) 2020. Batch number was reported as 243021/1 (expiry date 09/2021). She was also treated with a total of 1 ml of belotero revive®, for hydration, on (B)(6) 2021. Batch number was reported as 243021/1 (expiry date 09/2021). The patient had no known drug allergies. Concomitant medication included anxiolytics and antidepressants. The patient received the second dose of a covid vaccine, on (B)(6) 2021. On (B)(6) 2021, some hours after the treatment with radiesse®, the patient experienced an important, big inflammation on her face. Prednisone 30 mg was prescribed. After 2-3 hours, the patient went back to the clinic due to an increasing inflammation. Methylprednisolone 40mg was injected and she was observed for 30 minutes. As the patient did not improve, she was referred to a hospital. The patient remained in the emergency department overnight and was treated with intravenous corticosteroids and antihistamines. On (B)(6) 2021, in the morning, the patient was discharged. The patient had a preferential appointment for allergy tests. As reported, the physician used the same batch number with another patient with no incidents. Due to the provided information, the outcome of the event was considered as not resolved. Internal database correction performed on 12-apr-2021: the seriousness criteria in the assessment was changed from "the case is considered as serious with the serious event injection site inflammation because treatment at the hospital was necessary to prevent life-threatening condition." To "the case is considered as serious with the serious event injection site inflammation due to hospitalization". Follow-up information was received on 12-apr-2021: the batch record review was received and the lot number for radiesse® was confirmed as 100134678 (expiry date 12/2022). Follow-up information was received on 13-apr-2021: the reporter informed that the patient was injected with a total of 1.5 ml (also reported as 1 vial) of radiesse®, for the first time in her life. The injection was performed with microcannula, depositing half of vial of the resulting mixture per hemiface with a fan-shaped vector technique in subdermal plane. The patient had no allergies. The patient went to the clinic, 2 hours after the treatment, as she noticed an inflammation that rapidly progressed in the treated area, on the both sides. She was prescribed prednisone 30 mg orally and returned home. The patient returned to the clinic, 3 hours after the procedure, presenting a significant worsening of the facial edema. As corrective treatment, the patient was injected intramuscularly with 40 mg of urbason. Due to a lack of therapeutic response, it was decided to refer the patient to the hospital, where she was admitted for 24 hours. She was treated with intravenous corticotherapy and antihistamines and started to notice some improvement. The patient was discharged the next day with a treatment of oral corticosteroids in a descending pattern (starting with prednisone 60 mg/day). The physician continued telephone contact with the patient, who reported feeling well. The adverse reaction had practically resolved, but the patient did not want to return to the clinic for a review. The outcome of the event was reported as resolving and changed from not resolved. Follow-up information was received on 18-apr-2021: the patients weight and height were provided (weight (B)(6) kg, height 160 cm). The reporter confirmed that the patient was injected with a total of 1.5 ml of radiesse®, for facial rejuvenation and improvement of skin quality. It was confirmed that radiesse® was diluted with 0.3 ml of 2% lidocaine and 1.2 ml of physiological serum, in a 1:1 the dilution ratio, and injected with a total volume of 3 ml (as reported). Radiesse® was injected with 1.5 ml per side (0.75 ml of radiesse® per side) into 2 injection points per side. As reported, the patient was injected into the subcutaneous fan-shaped plane with a 25g cannula. The patient received the aesthetic injections in the past, without complications. Further patients medical history was reported as none. Concomitant medication included trazodone (reported as 100), escitalopram (reported as 10) and loratadine (reported as 10). Past medication included vitamins. The patient was vaccinated with the pfizer covid vaccine. According to the glogau classification, the patient was in group iii. She had no disposition to lymph drainage problems, no intake of interferon or omalizumab, or surgical interventions in the past. The patient recovered completely after one week of treatment. She continued with the home treatment. The patient was scheduled for allergy tests. In the opinion of the physician, it was possible that the patient had an allergy to any of the components present in radiesse®. If after the allergy tests, the hypothesis was discarded, a probable immune hyperreactivity secondary to the vaccination was going to be considered. No systemic antibiotic was prescribed. Due to the provided information, the outcome of the event was considered as resolved, in (B)(6) 2021 (also reported as resolving), and was therefore changed from resolving. In the opinion of the reporter, the event was of severe intensity, not life-threatening, not permanent and related to radiesse®.

Event description:
Follow-up information was received on 06-may-2021: the reporter confirmed that no conclusive tests were carried out. The patient told the physician that they did not dare to give her the intradermal injection and they left the radiesse® in the hospital pharmacy. The patient had an appointment for the tests the week after this report. The outcome of the event remained unchanged.